Manufacturer narrative:
The investigation was completed. Hemolysis: complaint device not returned for evaluation. Data log reviewed, no mc spike, no position issue, no placement signal issue or suction alarms observed. No indication for any issue observed. Clinical stated, persistent hemolysis despite p- level reduction, physician aware and decided not to attempt repositioning despite inlet being posterior and pigtail caught in papillary muscle. Hemolysis cleared up after volume resuscitation overnight. The cause of hemolysis issue most likely was patient condition related since it cleared up after volume resuscitation despite positioning issue. Positioning issues: inlet being posterior and pigtail caught in papillary muscle, unknown how the issue occurred. The cause of positioning issue cannot be determined due insufficient clinical details. B1 device problem was inadvertently omitted on the initial manufacturer device report number. H6 medical device problem code was updated as erroneously entered on the initial manufacturer device report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
Us complainant reported the patient was on impella cp support and during support, the patient had hemolysis despite p level reduction. The pump inlet was posterior and the pigtail was caught in papillary muscle. The doctor did not want to reposition. Volume was given and the hemolysis cleared up.